Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their device doesn¿t work anymore, and just quit working. They stated that they were in a car accident on (B)(6) 2018 and hit a tree, which ¿killed¿ the device. The patient noticed a day or 2 after the accident that the device wasn¿t on, because they had an increase of pain in their spine. They added that they have had back pain day and night since the device quit working. The patient mentioned that they sprained their left knee and neck in the accident. They noted that they do not currently have a managing physician. Patient services sent them physician listings and redirected them to follow up with a healthcare provider. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was checked by a rep and confirmed to be dead. The stimulator needed to be replaced and nothing was being done in the present time. The patient was referred to a surgeon.